Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The wristed needle driver instrument has been further evaluated by the advanced failure analysis and the initial failure analysis was confirmed. The instrument was placed on an in-house system and confirmed to exhibit unintuitive motion. It was observed that when attempting to execute the roll motion, the wrist moved intuitively but in the opposite direction of the master tool manipulator (mtm) command. When manually manipulating the roll gear, the main tube does not follow the motion. It was observed that the roll gear was broken which caused the observed dislodged roll gear failure and the motion failures as it is longer connected to the main tube. It is likely attributed to a manufacturing issue that occurred in which there was concentrated stress onto the roll gear/main tube subassemblies. This would have contributed to the roll gear being broken and getting dislodged. Although initial investigation determined the most common cause to be mishandling/misuse, after additional investigation from manufacturing, the most common cause is determined to be manufacturing. A piece of the roll gear measuring 0.098 inch was missing.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the wristed needle driver instrument did not rotate. A backup instrument was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the nurse; however, the nurse did not provide any additional information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument did not rotate, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The wristed needle driver instrument was analyzed and found to exhibit unintuitive motion. The instrument moved precisely and proportionally to the master, started, and stopped with master motion, but moved in the wrong direction when placed and driven on an in-house system. As part of investigation, further inspection found a dislodged gear molded roll output. The gear molded roll output was dislodged from the main tube at the proximal end. The root cause of the dislodged gear molded roll output is attributed to mishandling and misuse. The complaint regarding non-intuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the nonintuitive motion could not be determined based on the failure analysis results. This complaint is being classified as a reportable event. Failure analysis confirmed that the instrument exhibited unintuitive motion (moved in the wrong direction). Unintuitive motion could lead to subsequent tissue damage. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.